Event description:
Baxter (B)(4) received a report that the coiled tubing of an infusor became entangled during patient infusion. The tubing was stuck between the housing and volume indicator, flow was subsequently stopped. The device was filled with a solution containing fentanyl citrate and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: photographs of the device were received by baxter for evaluation. Photographic examination of these pictures confirmed the tangled coiled tubing condition. Upon sample receipt of the actual device, visual inspection showed no evidence of entanglement on the coiled tubing. Five turns were observed on the coiled tubing, which is within the specification of 5 - 5 - turns. Functional testing was subsequently performed by manually filling the sample with 100 ml of water. During and after fill, no evidence of entanglement was observed on the coiled tubing. The malfunction could not be reproduced during evaluation; however, the root cause was determined to be filling technique. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. However, a photograph of the device is available and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the photograph evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The sample was initially reported as unavailable for evaluation; however, baxter has since received the device for evaluation.